Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("intense fatigue"), myalgia ("muscular pain"), arthralgia ("joint pain"), coccydynia ("coccyx pain"), musculoskeletal pain ("buttock pain") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the back pain, fatigue, myalgia and arthralgia had not resolved and the pregnancy with contraceptive device, coccydynia, musculoskeletal pain and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered arthralgia, back pain, coccydynia, depression, fatigue, musculoskeletal pain, myalgia and pregnancy with contraceptive device to be related to essure. The reporter commented: the patient experienced pregnancy 8 months after insertion. She underwent elective abortion and bilateral salpingectomy. In addition she always had symptoms after salpingectomy, and fatigue and pain despite she stayed at home. The patient was still treated with anti-inflammatory and antalgic. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: CT scan were performed for back pain; one CT for uterine area and another one for left rectal area. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.